Event description:
Customer's induo meter display was missing segments. They obtained two readings of 718 mg/dl and 765 mg/dl, and then realized the meter's reportable range is 600 mg/dl. They did base their insulin on the reading of 765mg/dl before they realized that reading was wrong. Customer did not report any reactions following insulin administration. Meter has been replaced.